Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump. The customer was adjusting the time but the insulin pump kept scrolling. The customer stated that the main problem was the up arrow and act buttons. The customer's blood glucose was 75 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. Prior to the keypad issues, the customer was also attempting to deliver an easy bolus when they received the button error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
No button error alarm was noted. The up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.